Event description:
It was reported that the patient underwent an unspecified surgical procedure involving an artificial urinary sphincter (aus) due to the device not functioning properly. No patient complications were reported. No further details could be obtained despite good faith efforts.

Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.